Event description:
The hcp reported that the pt underwent explantation of a previously placed pump due to end of line. The hcp was uncertain of the concentration of baclofen in the old pump, but it was suspected to be compounded 3500 mcg/ml at a dose of 900 mcg/day. During the surgery to replace the pump, the catheter was cleared of drug and the new pump was filled with lioresal 2000 mcg/ml. A contrast injection was performed under fluoroscopy assuring that the existing catheter was patent and properly placed. A priming bolus of .4 ml was given and the pump was programmed for 600 mcg/day. The pt was stable on leaving the operating room, but was noted to have slow respirations, hypotension, drowsiness, possible seizure activity and was unconscious 2 hours later. The pt was transferred to ICU. The pump was stopped and physostigmine .5 mg IV was administered. They responded within 5 minutes; opened their eyes, were able to communicate and able to follow commands. The pump was restarted at a rate of 200 mcg/day. The pt returned to an unconscious state within 30 minutes, at which time they received a second dose of physostigmine .5 mg. "They remained in ICU overnight was conscious and was following commands the next day." There was "no remaining hypotonia." The hcp reported that the pt was discharged without further complications and is "doing fine."